Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the emr software displaying the incorrect drug could not be determined through a review of the logs alone. Key replication showed that the user correctly selected the drug ¿blood rcbs¿ while programming the event infusions. Pictures of the data captured by the third party electronic medical record (emr) showed the recorded infusion of ceftaroline instead of a blood infusion. A log review of the suspect pcu confirmed the correct time and rate of the captured infusions. The returned suspect cpu event log was observed to only contain information dating back one (1) day previous to the event. The last selected profile could not be determined. The alaris system manual (v12.3.2) has information regarding interoperability: interoperability is designed to help automate existing manual workflows with regard to programming infusions on the pump and syringe modules. Interoperability refers to the ability of the system pump module and syringe module to: receive infusion order parameters from a third-party system for pre-population. This may be referred to as an automated programming request. Publish infusion status messages for consumption by third-party systems. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the emr software reporting an infusion of ceftaroline instead of blood could not be determined. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of ceftaroline (ceftaroline 5.92 mg in nss 0.5 ml ivpb). The electronic medical record (emr) recorded administration of ceftaroline; however, the patient did not actually receive the medication. The rate, date/time seen in the emr under ceftaroline is the rate, date/time for the infusion of blood (transfuse rbc) 14 ml. The event occurred between 0500-0800. The rates recorded in the emr for ceftaroline was actually the rate of the blood according to the nurse. 0528 ¿ 5 ml/hour, 0530 3.73 ml/hour, 0532 ¿ 4.91 ml/hour, 0600 ¿ 4.91 ml/hour, 0800 ¿ 4.91 ml/hour, 0821 ¿ new bag, 0823 ¿ 1.5 ml/hour. The blood infusion was programmed manually, they did scan ceftraoline but it is not built in the neonatal drug library. Ceftraoline did associate to the pump from night¿s dose the day prior to the event. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of ceftaroline (ceftaroline 5.92 mg in nss 0.5 ml ivpb). The electronic medical record (emr) recorded administration of ceftaroline; however the patient did not actually receive the medication. The rate, date/time seen in the emr under ceftaroline is the rate, date/time for the infusion of blood (transfuse rbc) 14 ml. The event occurred between 0500-0800. The rates recorded in the emr for ceftaroline was actually the rate of the blood according to the nurse. 0528 ¿ 5 ml/hour, 0530 3.73 ml/hour, 0532 ¿ 4.91 ml/hour, 0600 ¿ 4.91 ml/hour, 0800 ¿ 4.91 ml/hour, 0821 ¿ new bag, 0823 ¿ 1.5 ml/hour. The blood infusion was programmed manually, they did scan ceftraoline but it is not built in the neonatal drug library. Ceftraoline did associate to the pump from night¿s dose the day prior to the event. There was no patient harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported issue of the emr software displaying the incorrect drug could not be determined through a review of the logs alone. A log review and keypress replication confirmed the user selected drug to be ¿blood (rbc¿s)¿ and not ceftaroline. The report of a syringe under infusion could not be confirmed and was not replicated during testing. An internal and external inspection of the suspect syringe module was performed, and no issues related to the reported event were found. Testing was performed on the received syringe module following the syringe module volume detection accuracy. The device powered on without errors, detected a bd 50 ml syringe correctly, and delivered infusion within specification limits (calculated error: 0.54%, well within ±2% accuracy requirement). Syringe volume detection accuracy testing found the suspect syringe module operating in specifications. Rate accuracy testing verified that the syringe module infused within the required ± 7% of the programmed flow rate for the infusion with no issues observed. No malfunction or performance issues were identified. Asm preventive maintenance results indicated that the suspect syringe module was performing correctly, passing all tests. It is not known why the data captured by the electronic medical record (emr) showed the recorded infusion of ceftaroline instead of a blood infusion. A log review of the suspect pcu confirmed the correct time and rate of the captured infusions. The returned suspect cpu event log was observed to only contain information dating back one (1) day previous to the event, thus, the last selected profile could not be determined. The alaris system manual (v12.3.2) has information regarding interoperability: interoperability is designed to help automate existing manual workflows with regard to programming infusions on the pump and syringe modules. Interoperability refers to the ability of the system pump module and syringe module to: receive infusion order parameters from a third-party system for pre-population. This may be referred to as an automated programming request. Publish infusion status messages for consumption by third-party systems. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the emr software reporting an infusion of ceftaroline instead of blood could not be determined. The root cause of the report of a syringe under infusion was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing; the syringe module was found delivering fluid within its specifications. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of ceftaroline (ceftaroline 5.92 mg in nss 0.5 ml ivpb). The electronic medical record (emr) recorded administration of ceftaroline, however the patient did not actually receive the medication. The rate, date/time seen in the emr under ceftaroline is the rate, date/time for the infusion of blood (transfuse rbc) 14 ml. The event occurred between 0500-0800. The rates recorded in the emr for ceftaroline was actually the rate of the blood according to the nurse. 0528 ¿ 5 ml/hour, 0530 3.73 ml/hour, 0532 ¿ 4.91 ml/hour, 0600 ¿ 4.91 ml/hour, 0800 ¿ 4.91 ml/hour, 0821 ¿ new bag, 0823 ¿ 1.5 ml/hour. The blood infusion was programmed manually, they did scan ceftraoline but it is not built in the neonatal drug library. Ceftraoline did associate to the pump from night¿s dose the day prior to the event. There was no patient harm.